Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there is a tear on keypad cover at the bottom of 'ok' button and rubber cover is also peeling off along right side of 'up' and 'down' button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Testing confirms all keypad buttons are responsive as normal. Removed keypad cover to check the condition of all key contacts, contaminations is visible under all of key contacts. There is a dim pink and fading text on the display screen. An initiate leak test is passed, no leak found. Moisture corrosion is visible only in ¿battery compartment¿. Pump cover is removed to inspect internal components, no moisture corrosion is visible in the pump main compartment. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the text on the display lens was dim pink and fading and contamination under buttons was found. This report is made based on results of investigation completed on (B)(4) 2013.